Manufacturer narrative:
The physician reported that the stone was both large and hard. The user facility returned to the subject device to the original equipment manufacturer (OEM) for evaluation. The evaluation confirmed that there was no anomaly present that might cause the lithotriptor to break. Based upon the results of the evaluation, it appears that this phenomenon was due to the hardness of the stone. This report is being submitted as a medical device report in an abundance of caution.

Event description:
The user facility reported that during a therapeutic choledocholithotripsy, the operation pipe broke while the physician attempted to crush a stone in common bile duct. The users did not have an emergency lithotriptor available, and the physician converted to an open surgical procedure and removed both the stone and the damaged lithotriptor from the pt. The pt had not been discharged at the time of the report, and no further updates were provided regarding the status of the pt.